Manufacturer narrative:
Additional information was added to based on pre-decontamination of the device. Corrected device codes based on new finding. Investigation is ongoing.

Event description:
During pre-decontamination of the returned device it was discovered that the I/c bond had separated.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by tf approach in the aortic position, difficulties were encountered during valve alignment. Valve alignment had to be repeated several times and at several locations in the aorta. Blood was then aspirated into the syringe and a balloon rupture was suspected. An attempt was made to get the valve back into the sheath but was unsuccessful. The system had to be removed surgically. A new system was prepared and the valve was successfully implanted. The patient was doing well.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The device was returned locked at the valve alignment marker, partially flexed, with almost full fine adjust use. It was partially inserted through the loader cap and sheath with the valve crimped on the balloon. Cine was provided but was found to not be relevant to this evaluation. The returned delivery system was visually inspected for any abnormalities. It was observed that the inflation balloon was bunched at the distal end. There was a slight curve on the distal end and compression of the flex shaft. The crimp balloon was torn proximal to the I/c bond. Gouging was observed on the flex tip. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Based on the returned condition of the device, the balloon shaft was able to be pulled to the valve alignment marker and approximately full fine adjust was able to be used; however no functional testing could be performed as the balloon was torn.  A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported events. A lot history review revealed no other complaints relating to ¿delivery system ¿ difficulty with valve alignment,¿ ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿. A review of complaint history reveals that the occurrence rate did not exceed the february 2018 control limits for the ¿valve alignment difficulties¿, ¿damaged¿, and ¿withdrawal difficulty¿ trend categories. No IFU/training manual deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. Based on visual inspection of the delivery system and sheath, the complaints for ¿delivery system ¿ difficulty with valve alignment,¿ ¿balloon ¿ torn,¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ are confirmed. However, no manufacturing non-conformance were identified. Review of complaint history suggests that difficulty with valve alignment can contribute to a balloon tear as high alignment forces can put larger than normal stress on the crimp balloon, tearing it. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate thv ¿diving¿ into the flex tip. The study showed that higher valve alignment forces correlated with tortuous anatomy and valve diving. Review of case notes revealed that the ¿vessels were significantly tortuous.¿ additionally, the compression observed on the flex shaft and gouging observed on the flex tip are indicative of valve diving and increased tension in the system. Flaring of the balloon legs as a result of the balloon tear, likely resulted in the difficulty reported during retrieval of the device, as the balloon legs could have caught on the sheath distal tip. Therefore, excessive force may have needed to withdraw the delivery system. Furthermore, the condition of the sheath (liner delamination and bunching and sheath distal tip damage) is indicative of excessive force used during withdrawal of the delivery system. Available information suggests that patient (tortuosity) and/or procedural (performing valve alignment at an angle) factors may have contributed to the reported complaint events. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no product risk assessment (pra) is required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no further escalation is required at this time.

Manufacturer narrative:
A review of imagery was performed. Cine revealed that the balloon would not inflate while attempting to deploy the valve. The delivery system was bent near the nose tip during withdrawal through the sheath, indicating non-coaxiality between the two devices. Tortuosity was present in the access vessel. The provided imagery depicts a tortuous access vessel and a review of case notes revealed that the ¿vessels were significantly tortuous.¿ additionally, the compression observed on the flex shaft and gouging observed on the flex tip are indicative of valve diving and increased tension in the system. Review of imagery revealed that difficulty was likely encountered during device removal through the sheath, as the delivery system nose tip was not coaxial with the sheath during withdrawal. Available information suggests that patient (tortuosity) and/or procedural (performing valve alignment at an angle) factors may have contributed to the reported complaint events. However, a definitive root cause is unable to be determined.